Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 1 month and 20 days following the implant of this transcatheter bioprosthetic valve, follow-up magnetic resonance imaging revealed a right subdural hematoma. Approximately 2 weeks later, the patient was hospitalized. Four days after hospitalization, a hematoma drainage procedure was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. D4. H4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the subdural hematoma was not related to the valve or the delivery catheter system (dcs), but the exact cause of the subdural hematoma was unknown. Additionally, the patient had calcified anatomy that contributed to the subdural hematoma.